Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged but the issue was not resolved. Surgery to explant the pt's device has been scheduled.